Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump was cracked near the battery compartment. It was reported that the battery cap was unable to be secured, there was no damage to the cap itself, and that it was changed about six months ago. The reporter denied any power loss to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: there was a crack in the battery compartment. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.